Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a nonresponsive touchscreen that prevented unlocking the device, with a crack observed on the screen and onset after normal operation earlier that day; blood glucose was reported at 176 mg/dl and not affected. Symptoms included no clinical effects. Outcomes included no impact on health and no alarms reported. Investigation included remote troubleshooting and education, including restart attempts and instruction on shutdown, followed by arrangement for device replacement and data return guidance. Investigation of this case revealed a broken or cracked display component with a resulting failure of the touchscreen to respond, consistent with a hardware screen damage issue. It was concluded, based on previously established findings for similar reports, that the cause was device damage unrelated to a manufacturing or design defect.